Manufacturer narrative:
H10: device evaluation: the device was returned for investigation. A visual inspection and functional test were performed. Visual inspection found the device intact. The customer stated problem "error code 44509" was duplicated. Performed pm (preventive maintenance) and cleared the error code. The cause of the reported problem could not be determined. A manufacturing DHR review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records.

Manufacturer narrative:
H10: device evaluation: the device was returned for investigation. A visual inspection and functional test were performed. Visual inspection found the device intact. The customer stated problem "error code 44509" was duplicated. Performed pm (preventive maintenance) and cleared the error code. The cause of the reported problem could not be determined. A manufacturing DHR review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records.

Event description:
Information was received indicating that during testing of this smiths medical cadd solis vip pumps, the pump exhibited error 44509. No patient injury reported.